Event description:
Siemens "microscan walkaway" mic/ID clinical microbiology system: there are no cautions about unreliable (B) (6) mics for ampicillin and penicillin in the mic panel instructions - (B) (4) revised (B) (6) 2009 - when the prompt inoculation system is used. Qc ranges in microscan do not match clsi and allow for any result to be acceptable. Company reps implied that these different ranges are ok with FDA and most of their clients use prompt. Parallel testing of (B) (6) (B) (4) using the turbidity vs the prompt device clearly demonstrated that the prompt method does not meet the clsi range up to 40% of the time with ampicillin and up to 60% of the time with penicillin. Microscan acceptable qc results for (B) (6) ampicillin: <=2->8 clsi - formerly nccls. Ampicillin: 0.5 - 2 microscan acceptable qc results for (B) (6) (B) (4) penicillin: 0.25->8 clsi - formerly nccls. Penicillin: 0.25-2.